Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation was unable to confirm the alleged complaint that the instrument would not cauterize. A visual inspection of the instrument showed no damage to conductor wires. Electrical continuity testing, which is an indicator of cautery function, passed. A functional test was performed on the system using a generator and bipolar cord. With the grips holding a wet towel, the cautery pedal was pressed and steam was generated from the towel. The functional test revealed successful cautery function. Engineering evaluation also found a frayed cable and a bent grip. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. One grip was found to be bent, causing side to side misalignment of the grips. There was a 0.025 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and the pulley cover at the glue joint. Engineering concluded that the likely cause of the bent grip was overloading at the tip. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported frayed cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si nissen fundoplication procedure, the surgical staff alleged that the fenestrated bipolar forceps instrument would not cauterize. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.